Event description:
The patient was initially treated on (B)(6) 2020 with endovascular repair (evar) for a fusiform aneurysm with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. Routine follow-up conducted on (B)(6) 2025 observed a rapid aneurysm enlargement. Contrast-enhanced computed tomography (CT) confirmed a type iiia endoleak from the junction of the afx2 bsg and afx vela suprarenal. The secondary evar procedure was performed on (B)(6) 2025 by relining with the implant of an afx vela infrarenal. It was confirmed that there was no endoleak, and the procedure was completed successfully. The final patient status was reported to be doing well. Additional information: the clinical assessment determined there was evidence to reasonably suggest a type iiib endoleak of the distal main body occurred that was not included in the event as reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix received pre-planning images and computed tomography studies that were reviewed by a clinical analyst. Endologix made an attempt to retrieve additional adverse event/incident-related post-op medical imaging. However, the distributor was unable to provide any post-op imaging at this time. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the type iiia endoleak complaint is confirmed. The aneurysm enlargement and additional endovascular procedure complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. During the investigation endologix found reasonable evidence to suggest the infrarenal angulation which was identified as 62.7° could have contributed to component separation, resulting in the type iiia endoleak; however, this could not conclusively be determined. The clinical evaluation also shows reasonable evidence to suggest that a type iiib endoleak of the distal main body occurred that was not included in the event as reported. These findings were discovered during examination of the computed tomography dated (B)(6) 2025. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events - updated b5: describe event or problem - updated d4: UDI# - corrected g3: awareness date ¿ updated h6: impact code: remove code - 4614 h6: medical device problem code: remove code - 4065 h6: investigation finding codes ¿ remove code 3233 h6: investigation conclusion codes ¿ remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated on (B)(6) 2020 with endovascular repair (evar) for a fusiform aneurysm with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. Routine follow-up conducted on (B)(6) 2025 observed a rapid aneurysm enlargement. Contrast-enhanced computed tomography (CT) confirmed a type iiia endoleak from the junction of the afx2 bsg and afx vela suprarenal. Additional evar is planned for relining the graft in the near future.